Manufacturer narrative:
Other relevant components include: product ID: 8709, serial#: (B)(4), implanted: (B)(6) 2011, product type: catheter.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative on (B)(6) 2017 regarding a patient receiving sufentanil (250mcg/ml at 35mcg/day), clonidine (175mcg/ml at 24.5mcg/day), bupivacaine (25mg/ml at 3.5mg/day), and dilaudid (10mg/ml at 1mg/day) via an implanted infusion pump. The indication for use was unknown. It was reported that the patient was having their pump replaced on (B)(6) 2017 due to the pump nearing elective replacement indicator (eri), and the catheter could not be aspirated. During the replacement, the hcp cut 1cm off of the catheter. It was noted that the old catheter length was 89+7.6, and the new catheter length was 88+7.6. The catheter volume was 0.210ml. No patient symptoms were reported, and the representative was walked through bridging the old drug in the catheter. The representative was also walked through simulating a bridge bolus using the prime bolus feature. The bolus values provided were 52.5mcg over a period of 36 hours. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from an hcp reported the cause of the inability to aspirate from the catheter was not determined. The hcp stated it was unknown if the pump and catheter segment would be returned. The patient¿s weight was also unknown.